Event description:
The customer contact reported during testing at the user facility, a s233 (overtemperature-psc) malfunction alarm code was noted. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.